Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made to date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Manufacturer narrative:
Because a lot number was not provided, it is not possible to review the lot history for this complaint. Current manufacturing practices require production to be sampled and inspected based on valid sampling plans. These sampling plans have been reviewed as part of the investigation and have been found to meet the outgoing acceptable quality level (oaql). In addition to sampling and testing, production employees also perform 100% visual inspection as part of manufacturing requirements. Because no sample was returned with this complaint, no product examination was possible and the alleged defect could not be confirmed. Had a sample been received, it would have been evaluated against the established product requirements. There are several possible root causes for no trace conditions including mechanical issues with the electrode as well as faulty lead wires and/or monitoring unit at the customer premises. Since this complaint is unconfirmed and no complaint trend exists and a specific root cause for the occurrence cannot be identified, no corrective action is required at this time. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with an electrode. The customer states the electrode did not read the outline of the patient's heart rhythm during an electrocardiogram. The customer reports misreading ended in patient's death.